Event description:
It was reported the patient had pain at the implantable neurostimulator (ins) site. It was noted the patient¿s pocket was revised and the ins was surgically repositioned. It was further noted the patient¿s incision had slightly opened and the ins was pushing against the incision site. The reporter stated the patient reported standing up and feeling like the pocket ripped. The reporter stated the patient described the pain as muscular. It was noted the patient had pain, drainage, and incisional wound opening at the device pocket. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported the revision occurred on (B)(6) 2014. It was noted the patient did not have a 50% or greater symptoms reduction. It was further noted the patient was good and they had recovered from the revision without sequela. The reporter stated the patient was receiving effective therapy. Additional information received reported the patient had a pocket revision on (B)(6) 2014. The reporter stated the ins was being ¿rejected.¿ the reporter further stated their healthcare professional (hcp) could see the ins coming out of the pocket site. It was noted that the patient thought this was the case since implant. It was further noted the patient mentioned to their hcp at the two week post operation appointment that the ins felt loose. The reporter stated the hcp thought it was fatty tissue and it would heal on its own. There reporter further stated that there was a spot that never healed. It was noted the patient stated the hcp ¿stuffed the ins more in the pocket site.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 97740 serial# (B)(4), product type: programmer, patient. Product ID: 97754 serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4) implanted: (B)(4) 2014, product type: lead. (B)(4.)